Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that there was t-wave oversensing (twos) and the implantable cardioverter defibrillator (ICD) failed to withhold therapy and the patient received an inappropriate shock. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.